Event description:
Patient reported left side capsular contractures, baker grade IV, "not as bad", "feels like a rock" and "painful for the last few months". Healthcare professional reported left side baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/19/2024.

Event description:
Patient reported left side capsular contractures, baker grade IV, "not as bad", "feels like a rock" and "painful for the last few months". Healthcare professional reported left side baker grade IV. The device has been explanted.